Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for vibrate anomaly, cosmetic damage and moisture exposure. The customer¿s blood glucose level was unknown. Customer reported that she went on vacation and it said that it is waterproof on the website and when she jumped in the water the pump started to vibrate and had a black screen. Customer stated that she later tried to check the batt and it was dry and fine but the pump still wasn't working. Customer stated that she took the pump out of her suit case and found that it is now cracked. Customer stated that the type of moisture exposure was ocean water. Customer reported past exposure of the pump to fluid and there is no visible water/fluid in the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump was received with scratched case, broken battery tube threads, cracked case behind the pump near the battery compartment, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.